Event description:
Reportedly, the surgeon applied the stapler & sulu. The stapler deployed the blade through the selected tissue, but not the staples. This resulted in a new handpiece and multiple reloads being required to safety close the resulting would and complete the procedure.